Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to recover. A field service engineer (fse) cleaned the leads and tightened the connections to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer had attempted to recover the drawer, but an error message was displayed on the screen requires maintenance, please contact technical support. Additionally, the customer had switched off the station, unplugged the power cord, waited for a couple of minutes, plugged the power cord back in, and switched the station back on, but they were still unable to recover the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.